Manufacturer narrative:
One (1) sample was received for evaluation. Visual inspection was performed and a white particle in the bag was identified. The reported problem was verified. The cause of the condition was due to a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The second device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in two (2) 500 ml eva bags. The particle in the first bag was found on product release. The particle in the second bag was found in the empty bag prior to use, and was described as a "white small particle." There was no patient involvement. No additional information is available.